Event description:
It was reported that following an EKG/stress test, the pt experienced a shocking sensation in left arm and facial paralysis twice upon turning off the stimulation. Interrogation of the device the previous day noted all impedance readings were within normal limits. The pt was scheduled to see the hcp in late 2008. No further outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.